Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: in 2005-- the pt underwent a complex ventral hernia repair procedure with placement of a composix mesh patch. The pt underwent eight additional surgical procedures to undo the damage that was done by the implanted composix mesh. At approx four months later, the pt underwent a small bowel resection, repair of a very large right lower quadrant ventral hernia with collagen mesh and drainage of an abdominal abscess. At about four months later, the pt underwent repair of a complex, giant ventral hernia with mesh. In 2007- the pt underwent surgery for removal of infected mesh, abdominal wall reconstruction and repair with mesh. At about a month later, the pt underwent drainage of an abdominal wall abscess. At about seven months later, the pt underwent repair of multiple sites hernia with reconstruction of the abdominal wall, adhesions of bowel to alloderm and previous mesh, flap closure of abdomen with excision of open wound. At about 50 days later, the pt underwent exploration of abdomen with excision of fistula and small bowel loop, debridement of abdominal wall, removal of mesh circumferentially and all alloderm, which was not incorporated, transposition flap of abdomen subcutaneous from right side of abdomen over midline to close open wound at back of right hip, replacement of permacol for abdominal wall closure. About eight days prior, the pt underwent exploratory laparotomy with extensive lysis of adhesions, small bowel resection and anastomosis. In 2008--the pt underwent repair of abdominal hernia, resection of permacol, placement of permacol patch, abdominal flap for closure of wound. Rotation flap.